Event description:
It was reported that the other doctor found shunt malfunction with CT in the pt a week after surgery. He confirmed that distal was not occluded. He sampled csf and found that blood was mixed in it. He then set the pressure level at 0.5. It is not clear what caused the problem. The product remains implanted.